Event description:
Rn notified by lab of crack in specimen container when patient delivered semen specimen to the lab for analysis. Rn reviewed inventory of specimen cups and removed cups with cracks in lid.